Event description:
While dc line was added to line in right radial artery catheter was either sheared or broke. The nurse applied pressure the pt was x-rayed and the catheter piece was located. Under local anesthesia the catheter piece was surgically removed.